Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutni results above the acute myocardial infarction (ami) cut-off for three patients generated by the access 2 immunoassay analyzer. The results were submitted out of the laboratory. The initial samples were rerun on the same instrument and lower results were obtained. It is unknown if patient treatment was impacted by this event.

Manufacturer narrative:
The samples are li heparin plasma with a gel barrier that were centrifuged for 10 minutes at 3600 rpm. The samples were then aliquoted into another container for analysis. Qc was within the established ranges pre and post the event. A bci field service engineer (fse) performed preventive maintenance and verified all testing met published specification. A clear can not be determined for this event.